Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test was performed and passed. Nordic bluetooth device pairing test was performed and passed. Transmitter final functional test was performed and passed. Data/share log reviewed. The customer complaint was confirmed because the log review showed an inaccurate reading of the fingerstick and cgm log. A probable cause could not be determined via product evaluation.